Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced a blood leakage from the center of the repositioning sheath and received blood products. Additionally it was reported patient experienced hemolysis. Action taken to resolve the issue are unknown. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The product was returned and tested in pressurizing tubing, the failure mode was reproduced. The o-ring was removed a slight abnormalities were found. A lip on the outside and and an extended middle diameter could be seen. The root cause of the access site bleeding was determined to be a damaged gwru valve. This report is being filed as part of a retrospective review of historical records.